Event description:
It was reported by a registered nurse (rn) that a liberty select cycler screen went blank in an unknown step of treatment complete. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. Tech support replaced the cycler due to the blank screen and advised the patient contact to discontinue use of this cycler and to contact the pd registered nurse (rn) to inform of replacement. In a follow up, a patient contact verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient will carry out manual treatments until the new cycler arrives. In a follow up with the patient contact it was verified there was no harm, no adverse event, or medical intervention required. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.